Event description:
Medtronic received information that after using this eopa aortic cannula in a CABG procedure, the surgeon observed that the front part of the cannula had split at two locations in the middle of the slim portion. The wire winding was exposed at those locations. The procedure had gone normally with no adverse patient effects . Product return is expected. Additional details provided by the customer: - 117 minute cpb time - 90 min crossclamp time - mandatory flow: 4,13 liters / min - no abnormal temperatures or pressures during cpb - no cautering or cutting was done to the cannula, - no ligation / enlacement was done at the parts which are broken

Event description:
Medtronic received information that after using this eopa aortic cannula in a CABG procedure and successfully removing it, the surgeon observed that the cannula had split at two locations in the middle of the slimmer portion of the wire-wound body. The wire winding was exposed at those locations. The procedure had gone normally with no adverse patient effects.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection confirmed that the cannula body had split in two different locations in the narrower section of the cannula. The splits were in the outer lumen of the device, exposing the wire winding, but not continuing through the innter lumen. The product was sent to the contract manufacturer for this cannula for additional examination and determination of root cause. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Medtronic has initiated a formal investigation into recent events involving damage to the outer lumen of cannulae.